Manufacturer narrative:
Pt's weight: unk. Event date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted due to elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon reported the lens was explanted on (B)(6) 2013 due to excessive vaulting. The patient experienced elevated iop, angle closure and narrowing of the angle. The lens was removed through the original incision with no patient injury. The pupil is still dilated and the patient is taking alphagan. The icl was not exchanged for another icl lens. The patient's current iop is 15mm. The surgeon reported the cause of the event was probably due to the lens being too long and was a higher diopter power. The lens was discarded by the facility.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly, the icl was explanted on the first post-op day to address elevated iop caused by excessive vaulting of the icl and angle closure. After the icl removal, the pupil remained dilated and iop was normal under the medical treatment (alphagan). According to the surgeon the most likely cause of the event was an oversized lens ("too long"). No report if the pis were patent. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. An oversized icl increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block. "Inadequate flushing of viscoelastic may lead to iop spikes as written under " precautions"" in the dfu. Given this information it is very likely that patient (anatomy) and/or the procedure (not functional pis, retained viscoelastic) related factors could have caused/contributed to the event. The literature reported similar case and management (complication after a placement of a phakic icl) in cataract and refractive surgery today (2009). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).